Manufacturer narrative:
Incidental finding: discoloration of the modular cable inline connector bend relief was observed during the investigation. Manufacturer's investigation conclusion: the report of thrombus could not be confirmed through the evaluation of heartmate 3 lvas. A direct correlation between the ischemic stroke and reported thrombi could not be established. Furthermore, a specific cause as well as a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. Heartmate 3 lvas was returned assembled with the pump cable intact. The modular cable was returned properly attached to the pump cable at the inline connector. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff used was the mini apical cuff, which was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Heartmate 3 lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had ischemic stroke on post-operation day 1 (pod1). A thrombectomy was performed but one thrombus could not be retrieved. After the thrombus was dislodged, stroke occurred, and then hemorrhagic stroke occurred at night on pod1. It was noted that the thrombus might have been related to the device implantation; however, this was unknown. No alarms were noted. Pump parameters were not stable because of events occurring on pod1. All possible tests were performed. The patient expired on (B)(6) 2019. No further information was provided.